Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that out of range shocking impedances were noted on this right ventricular lead. Troubleshooting options were discussed by technical services. At this time the lead remains implanted. No adverse patient effects were reported.